Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the instrument ejected clips prematurely and clips scissored. The surgeon applied another device to complete the procedure. No pt injury reported.